Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unexpected full segment display during button press due to a faulty lcd board. The device also was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported that when he presses a button, a black square appears, preventing him from seeing anything. Customer's blood glucose was 60 mg/dl. The customer treated their blood glucose was dinner. The customer stated the insulin pump was not dropped or bumped. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).